Event description:
Procedure: c-section. Pt burn discovered after procedure. Dr reported feeling "tingling" sensation at waist. Pt burn occurred where skin touched table frame. Current was conducted through dr to pt and directly to frame.